Event description:
The customer reported that during a total laparoscopic hysterectomy, the system stopped activating and an alarm was heard and a red light was observed. The system was taken out of the surgical field and while cleaning the dissector, a piece of the active waveguide detached. Nothing fell into the pt cavity. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2013. To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.